Manufacturer narrative:
Visual inspection of the returned lens found one haptic bent. Functional testing cannot be performed due to the damage. The cause of the damage cannot be determined.

Event description:
The surgeon reports an attempted implantation of a li61aor iol into the pt's right eye using a ez-28 delivery system. During the insertion of the li61aor iol, the surgeon noticed that the back haptic was bent. The surgeon then enlarged the incision and removed the lens. An anterior vitrectomy was performed and another lens was implanted using forceps. The surgeon closed the enlarged incision using sutures. Please reference MDR#: 1119279-2011-00092.